Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code recurs. Caller acknowledged and understood the instructions.